Manufacturer narrative:
A sample was received for evaluation and the defect reported was confirmed. The root cause was determined to be a small hole in the outer pouch due to improper machine setup. Device history record review was completed on the reported lot v3d110, and the lot was manufactured and released in compliance with all requirements. Cardinal health has made a business decision to close the site which manufactures product 11460-010t and transition to a third-party manufacturer.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that they had two more heel warmers/heat packs burst. No patients or employees were injured or sprayed with the internal contents of the heat pack. After the incident, the staff went through all of the warmers and found more packs with open outer seams and pulled them out of service.